Manufacturer narrative:
The peritonitis event was manifested by abdominal pain, nausea, and vomiting. On the same day as the onset, the patient was hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment for the peritonitis event was not reported. Seventeen days after hospitalization, the patient was discharged. On an unspecified date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event, action with pd therapy and patient outcome were not reported. No additional information is available.